Event description:
Event description guidant received information that the implanted atrial and ventricular leads were found to be dislodged. A procedure was performed to reposition the leads however this was unsuccessful. Both leads were explanted. A new lead system was successfully implanted..